Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this device recorded a code 1003, indicating the voltage was too low for the projected remaining capacity. Additionally, an x-ray showed a partial fracture of the right atrial (ra) lead, which exhibited an increase in pacing impedance to greater than 3000 ohms, reaching high out of range measurements. A loss of capture in bipolar configuration was observed, and oversensed noise was noted in stored atrial tachy response (atr) episodes. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Continued monitoring was recommended. The device still remains in service. No adverse patient effects were reported.